Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 30009573l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smart touch sf bidirectional catheter and suffered cardiac tamponade requiring pericardiocentesis and myocardial infraction caused by right coronary artery stenosis requiring thrombus aspiration and stent placement. During the procedure, a smart touch catheter (unknown catalog and lot #) was inserted into the cardiac cavity and it was noticed that the deflection mechanism was defective, the catheter could not be deflected towards one direction. The catheter was replaced and the issue resolved. During the same procedure, when the thermocool smart touch sf bidirectional catheter (d134805/30009573l) was introduced to the left atrium, pericardial effusion was confirmed with echo. The patient¿s blood pressure dropped and the pericardial effusion increased leading to cardiac tamponade. Pericardiocentesis was performed. The 1.500 liters of blood were removed. A rise in the st segment was noticed in the body surface electrogram. A myocardial infraction was suspected and the right coronary artery imaging showed stenosis. Thrombus aspiration was performed and a stent was placed. The blood pressure recovered and the electrocardiogram returned to normal. The patient was transferred to ICU. It is unknown if extended hospitalization was required as a result of the adverse event. There¿s no information regarding patient condition or physician¿s causality opinion; however, the physician did comment that the adverse event was not caused by a bwi product malfunction. It is unknown if a transseptal puncture was performed. There¿s no information regarding the sheath used during the procedure. Generator parameters, overall ablation time and last ablation cycle time at the site of injury and irrigation flow set up are unknown. It is also unknown if the patient received anticoagulant during the procedure.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smart touch sf bidirectional catheter and suffered cardiac tamponade requiring pericardiocentesis and myocardial infraction caused by right coronary artery stenosis requiring thrombus aspiration and stent placement. In the initial, the event date was reported as on (B)(6) 2018. Clarification was received indicating the correct event date is on (B)(6) 2018. Date of event has been updated. The product return date was omitted in error. The biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation on 11/27/2019. Concomitant medical products has been updated. The investigational analysis completed 3/14/2019. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized. No errors were observed. The force sensor was tested and it was found to be working properly. The force values were observed within specifications. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection tests were performed and it was found within specifications. The catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacture ref no: (B)(4).

Manufacturer narrative:
On 7/29/2018, biosense webster received additional information regarding this event: the patient was a (B)(6) year-old male. The event occurred during the ablation phase, and physician believes that the adverse event was related to the procedure itself. The patient has since fully recovered. A transseptal puncture was performed with an unspecified needle. The generator was being used in power control mode. No errors were observed on any biosense webster equipment during the procedure. The manufacturing/expiration dates of this device were mistakenly omitted from the initial report submitted on 7/26/2018. This omission was noticed on 8/16/2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smart touch sf bidirectional catheter and suffered cardiac tamponade requiring pericardiocentesis and myocardial infraction caused by right coronary artery stenosis requiring thrombus aspiration and stent placement. In the initial, the incorrect lot number was reported. On 11/21/2018, the device history record and correct lot# 30007949l was received. The corresponding fields in this report has been updated. The device history record (DHR) has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacture reference no: (B)(4).